Manufacturer narrative:
.

Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. Two devices had the same problem: clips would not hold after placing, slid and fell in the patient. All the clips was removed from the patient by the surgeon. Another device was used to complete the procedure. There was no patient consequence.